Event description:
According to the report the surgeon stated the tip felt like it was sticking in the hand piece and was not working properly. We opened another laser and removed the defective one. We then realized that the cord at the bottom of the handpiece appeared burned.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report the surgeon stated the tip felt like it was sticking in the hand piece and was not working properly. We opened another laser and removed the defective one. We then realized that the cord at the bottom of the handpiece appeared burned.

Manufacturer narrative:
According to the report, dr. (B)(6) said the tip felt like it was sticking in the sologrip iii hand piece (ta-03828-13) and was not working properly. They opened another laser and removed the defective one. They then realized that the cord at the bottom of the hand piece appeared burned. A review of manufacturing records was performed for this device. The batch record was complete, accurate, and fully approved. The handpiece was visually inspected for damage and the multifilament fiber was found to be completely broken near the thumbslide; it had completely separated from the handpiece component. The observed damage was most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber at the proximal end of the handpiece. In response to complaints of handpiece failures, (B)(4) was initiated. The project resulted in design changes to the tmr handpieces to eliminate fiber breakage within the main body of the handpieces and outside and proximal to the main body of the handpieces. No further action is necessary.